Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
While performing a bedside procedure, the device broke at the hub during placement. The physician was able to removed the device. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Pt info: unknown as not provided. Initial reporter phone # was not provided. (B)(4). Event evaluation: a review of complaint history, drawing, quality control, trends and a visual inspection of the returned used and separated p3.0-18-5-w-ns-0 catheter, along with a mono-ject syringe and connecting tube was conducted during the investigation. A visual examination noted the complaint device was completely separated at the hub. Although, the green tubing was still present inside the hub, it was noted to be sheared off at the exit of the hub. The separated catheter shaft was 5.2cm long. A crack was also noted in the shaft at 4.8cm from the distal tip. The returned catheter shaft was flexible, not brittle. The shaft was flexed several times but did not show additional cracking or breaking. There is no evidence to suggest that the device was not manufactured to specification. After examination of the complaint device, it is not possible to determine a root cause of the failure. We have notified the appropriate internal personnel and will continue to monitor for similar events. Pt info: unknown as not provided. Initial reporter phone # was not provided. (B)(4). Event evaluation: a review of complaint history, drawing, quality control, trends and a visual inspection of the returned used and separated p3.0-18-5-w-ns-0 catheter, along with a mono-ject syringe and connecting tube was conducted during the investigation. A visual examination noted the complaint device was completely separated at the hub. Although, the green tubing was still present inside the hub, it was noted to be sheared off at the exit of the hub. The separated catheter shaft was 5.2cm long. A crack was also noted in the shaft at 4.8cm from the distal tip. The returned catheter shaft was flexible, not brittle. The shaft was flexed several times but did not show additional cracking or breaking. There is no evidence to suggest that the device was not manufactured to specification. After examination of the complaint device, it is not possible to determine a root cause of the failure. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
While performing a bedside procedure, the device broke at the hub during placement. The physician was able to removed the device. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.